Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an emergency support program (esp) that the cardiosave intra-aortic balloon pump (iabp) had an iab catheter restriction alarm and gas loss in iab circuit alarm. It was reported that the patient had an axillary inserted balloon catheter. It was reported that there was no blood, discoloration, or flakes in the helium tubing and that all connections were secured. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code).

Event description:
N/a.